Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the duodenovideoscope, adhesive was missing from the forceps cover, the pink rubber component showed missing glue with a wide gap, and cement was missing around the lens. There was no patient involvement.